Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for medical procedure, the hospital staff found that the tip of a neuron 6f 053 delivery catheter (neuron 053) was kinked upon removal from the packaging. The damaged neuron 053 was found prior to use and therefore, was not used in the procedure. The procedure was completed using a new neuron 053.

Manufacturer narrative:
Results: the neuron 6f 053 delivery catheter (neuron 053) was ovalized approximately 102.0 cm from the hub and kinked in multiple locations throughout its length. Conclusions: evaluation of the returned device revealed that it was ovalized in the distal shaft. This damage may have occurred due to forceful gripping of the distal tip of the device during removal from the packaging. The kinks observed throughout the catheter were likely incidental and may have occurred during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.